Manufacturer narrative:
This report is submitted on november 11, 2019.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an mris (tesla strength unknown). The patient's head was not wrapped as an approved indication in europe. Surgery to replace the magnet has been completed on (B)(6) 2019.